Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer's blood glucose was 12 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that they were unable to clear the alarm with esc and act button. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.